Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 301 mg/dl and the sensor glucose was 201 mg/dl at the time of the incident. The customer reported that they were having issues with sensor glucose and blood glucose readings and are 100 or more points off. The sensor glucose and blood glucose difference is not within acceptable range. The sensor glucose was 86mg/dl and blood glucose was 260mg/dl. The customer declined to troubleshoot for high blood glucose. The sensor will not be returned for analysis.